Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box showed no evidence of short battery life, multiple (B)(4) alarms were observed on (B)(4) 2017. The secondary code (B)(4) was defined as a (B)(4) motor post-delivery error alarm. The pump¿s ¿ez-prime¿ steps were performed correctly, all currents readings were within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and moisture corrosion was found to the printed circuit board, and on the (B)(4) component. Unrelated to the original complaint the battery compartment was found to be cracked below the grip pad. The returned battery cap is undamaged and able to fit securely.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.